Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the data synchronization services were stopped. The technical support specialist accessed the application server and initiated data synchronization services, also deploying the interface services utility on the server to resolve the issue. The customer has confirmed that the order is now processing successfully. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, all new patients and orders were not being transferred to the station. The customer reported that the malfunction resulted in a delay in providing the medication to the patient, and they were able to obtain the necessary medication from the pharmacy. There were no adverse events or injuries reported based on this incident.